Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has lost weight. In turn, the ipg has been loose in the pocket and has been causing pain/discomfort at the ipg site. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg site was revised on (B)(6) 2015. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.